Event description:
See also MFR 3004209178-2012-01090. It was reported the patient had their device removed at some point because it became "infected when they went back in to replace the connection." No other details regarding this event were reported. If additional information becomes available, a follow-up report will be sent.

Event description:
Further clarifications were received. The patient had ongoing pain, and his physician added a lead to help control that pain. The patient then ended up developing an infection, after the lead was implanted. The patient was on intravenous antibiotics for 2 months, hoping to save the device. Blood counts were too high, so the device was removed. The patient then waited several years before another stimulator could be implanted. See MFR # 3004209178-2012-01090 (no infection occurred with device reported in that medwatch.)

Manufacturer narrative:
Lead model 3487a lot l42277 implanted: (B)(6) 1997 explanted: (B)(6) 2007. Extension model 3495-66 serial: (B)(4) implanted: (B)(6) 1997 explanted: (B)(6) 2007. Programmer model 7434-e serial (B)(4).